Manufacturer narrative:
Product recall initiated 2007.

Event description:
It was reported that 8 months after the implantation the patient felt some pain. A revision surgery was necessary after the x-ray and MRI showed the screw had started to back out and there was a big hole on the tibial base plate. The surgeon removed all pieces of the screw. He then put osseous substitutes in place.